Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (load step malfunction) issue. It was reported that the user blood glucose (bg) reading was greater than 250 mg/dl; however, the bg reading did not exceed 500 mg/dl. No symptoms of hyperglycemia were reported. The alleged bg excursion does not meet animas criteria for a serious injury and is therefore not reportable as an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 01/05/2016 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the black box did not find any ¿no cartridge detected¿ warnings. However the alleged load step malfunction was duplicated during investigation. During the load step, the piston continued to push up until the cartridge reached 176 units. The force sensor calibration and resistance measurement were both found to be out of specification. There was evidence of contamination found on the force sensor plate. Unrelated to the original complaint, investigation revealed that the display was dim and discolored and the battery compartment was cracked.